Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided were for a post-operative event reported under 2031966-2019-00198. As per reporter product was placed too medial.

Event description:
On (B)(6) 2019 a patient underwent a posterior fixation procedure at c2-t2 levels. Post operative images identified c5 left screw was malplaced too medial. On (B)(6) 2019 a revision procedure was performed where the c5 left screw was removed and replaced. No patient injury reported.